Manufacturer narrative:
Additional information: the total volume of adhesive administered is unknown. There was no deviations regarding location of catheter tip prior to delivery of adhesive and the catheter was 5cm caudal to the saphenous femoral junction. Compression of great saphenous vein was carried out. A medrol dosepack was prescribed originally. The rash like irritation is located on the skin of the treated tight above the knee. Skin irritation is still present. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Venaseal occluding device was used to treat 60cm of the great saphenous vein (gsv) during procedure. IFU was followed. A guide wire was used for the insertion of catheter. One week post procedure, patient suffered rash like irritation on the skin and complaining of tightness and pain. Physician prescribed a medellin dose pack. Patient will come return in one week. No further injury reported.

Manufacturer narrative:
Additional information: the patient did not return for the follow up appointment, so physician is assuming the skin irritation has improved. If information is provided in the future, a supplemental report will be issued.